Event description:
After finishing the embolism, a contrast agent has been injected by hand during which the guiding catheter has been pushed back out and a part of it broke off. This broken off part was in the aorta and the surgeon tried to get it out with a snare but slipped into the right hernia artery. The broken piece had to be surgical removed out of the artery femoralis with a hernia cut.

Manufacturer narrative:
A non-sterile microcatheter select lp-es 150/5 cm was received coiled inside a plastic bag. The product was inspected and kinks and flat sections were found. Also the product was separated in two parts and no elongation was noted in the separated section. The separation wasn't present in a fusion area. It was also found that the separated section was compressed. The hub was inspected and no damage was found. The microcatheter was inspected under microscope and the kinked and flatten section detected in the visual inspection were confirmed. Also the separated section was confirmed to be compressed and no elongation was noted and it wasn't presented in a fusion area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "separated-in patient" was confirmed. The cause of the separation appears to be due to a tool cut but the cause of the separated section could not be determined; however these not appear to be manufacturing related. Inspection is in place ((B)(4)) that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to have impacted on the failure reported; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that part of the prowler select lp-es 150/5 cm broke off in the aorta during a renal artery coil embolization. During snare retrieval the broken distal piece slipped into the right hernia artery. The broken piece was surgically removed out of the femoral artery with a hernia cut. Prior to the event after finishing the coil embolization for the ruptured renal artery was completed, contrast was hand injected through the guiding catheter which resulted in the guiding catheter moving out of the renal artery into the aorta and the prowler which was inside of the guiding catheter broke at the distal edge of the guiding catheter. It broke at approximately the mid section of the catheter. It was reported that there was no resistance during advancing of the device. The entire device was removed from the patient with no further adverse outcome to the patient as a result of the event. A non-sterile prowler select lp-es 150/5 cm microcatheter was received coiled inside a plastic bag. The product was inspected and kinks and flat sections were found. The product was separated in two parts no elongation was noted in the separated section. The separation did not occur at a fusion area. It was also found that the area at the point of separation was compressed. The hub was inspected and no damage was found. The microcatheter was inspected under microscope and the kinked and flatten section detected in the visual inspection were confirmed. Additionally it confirmed the findings of the visual inspection; separated section was confirmed to be compressed and no elongation was noted and it was on at a fusion area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported separation of the microcatheter was confirmed. Based on the findings of the analysis it appears to be due to a tool cut; however, the exact cause cannot be determined. With review of the analysis there is no indication the separation is related to the manufacturing process. The compressed area at the separation which appears to have been cut would not have allowed advancement of the microcatheter over a guidewire or passage of coils through the microcatheter during the procedure. Procedural factors appear to have impacted the event; however, based on the available information, no conclusion can be made. Inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective action will be taken at this time.